Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor had a bent cannula. The customer stated that they saw a hole in their body, so they thought that the needle went into their body, but the cannula was bent and was on the upper side of the body. The customer did not know t it was okay, but, due to movements, it went out of the body. The customer's blood glucose was unknown. Nothing further was reported.